Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. Customer reported to philips that the system was unable to perform 3d rotational movements. The philips field service engineer (fse) visited system onsite and performed troubleshooting, which revealed that 3dra was not working. To resolve the issue, the fse reinstalled the appropriate database on the device and performed batch verification then performed system functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform 3d rotational movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.